Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and two months later, the patient reported to the hospital with right upper quadrant abdominal pain. On the same day, a computed tomography (CT) abdomen and pelvis showed that there was a vena cava filter, tilted almost 45-degrees and some of the tines appeared to perforate outside of the cava, with 2 struts abutted the aorta. There was no aortic perforation. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain, however; the current status of the patient is unknown.